Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 11-may-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she did receive the replacement products but she is going out of town and will call when she gets back.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 502, 405 and 364 mg/dl. The customer¿s expected am fasting blood glucose test result is 150 mg/dl and expected pm fasting blood glucose test result is 250 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she contacted the doctor because she wanted to know if it was normal to get those erratic and high blood results. Customer did make an appointment to go in and see the doctor on monday. During the call, a back to back blood test was performed by the customer pm fasting and produced test results of 211 mg/dl and 216 mg/dl using true metrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/18/2024 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1: 221 mg/dl date: (B)(6) 2023 time: 9:05 am fasting. Result 2: 209 mg/dl date: (B)(6) 2023 time: 9:04 am fasting. Result 3: 364 mg/dl date: (B)(6) 2023 time: 9:23 pm fasting. Result 4: 405 mg/dl date: (B)(6) 2023 time: 9:22 pm fasting. Result 5: 502 mg/dl date: (B)(6) 2023 time: 9:21 pm fasting.

Manufacturer narrative:
Sections with additional information as of 20-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.